Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the patient death as the patient was in active treatment at the time of the event. However, there is no documentation to show a causal relationship between the liberty select cycler and the death. Per the coroner, the patient died of natural causes. Additionally, there is no reported allegation of a machine malfunction or deficiency related to the event. The liberty select cycler can be dissociated from the death of the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse contacted fresenius customer support to report that a patient expired during treatment while using the liberty select cycler. Upon follow up, rn stated that the patient was connected to the cycler at the time of death and had 2 hours left to complete treatment. Per rn, the cause of death was determined by the coroner as natural causes. Rn did not relate death to dialysis or the cycler. Patient's medical history included diabetes and hypertension. The patient passed away at night at home. The rn would not be getting the death certificate as it was with the primary care physician.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device